Event description:
It was reported that the patient experienced an episode of syncope when going to a standing position. The patient was subsequently hospitalized and interrogation of the pacemaker revealed that a right ventricular automatic capture (rvac) test had been performed at the same time as the syncope. There was concern that the back-up pacing that was programmed during the rvac test did not capture the ventricle. Lead parameters were normal in all configurations and physical maneuvers did not reveal any issues. The device was reprogrammed. The event was not reproducible, despite several attempts. A successful automatic capture test was subsequently performed via the programmer. The patient's clinical team also questioned possible vasovagal syncope. The pacemaker remains implanted and in-service and no additional adverse patient effects were reported.